Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was being treated for an iliac artery aneurysm using a gore excluder aaa endoprosthesis featuring c3. It was reported that the physician deployed the first step successfully, however, when he went to release step 2, the constraining mechanism failed to be fully released. Upon opening the back up mechanism, it was discovered that line 3 was still present. The physician clamped wire 3 in the hatch and cut the wire but it was unable to be removed. The physician deployed the ipsilateral limb to free the catheter and move the catheter up and down to try to release the constraining loop but the attempt was unsuccessful. The physician advanced the 12fr gore dry seal sheath up the contralateral side into the contralateral limb to introduce an aortic balloon into the main body. Upon advancement, he noticed tension and stopped at approx the level of the flow divider. He then retracted the contralateral limb wire into the sheath and at the time the device was fully unconstrained and wire 3 removed. The c3 excluder catheter was removed leaving the excluder main body and ipsilateral limb deployed at the desired location. No further complications were reported.